Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) results generated by the synchron lxi 725 clinical system. One example of the results was provided. The original na result was 144 mmol/l which repeated at 140 mmol/l and upon re-testing on a different instrument a result of 138 mmol/l was obtained. No false results were reported out of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by a qc run and qc results have been within the lab's established ranges. The customer replaced the na electrode and the bci field service engineer (fse) went on-site and replaced the ratio pump valves and the electrolyte injection cup. A clear root cause for this event has not been determined to date.